Event description:
It was reported via the equinoxe shoulder study that approximately immediately after the reverse shoulder surgery the patient experienced a dislocation. The patient had a manipulation under anesthesia to treat the dislocation 4 days after implant. The patient received additional treatment with abduction brace applied with waist band; issue was noted as resolved. This is noted to be possibly related to the device. There is no additional information available.

Manufacturer narrative:
H3 investigation results - the cause of the patient shoulder dislocation which necessitated manipulation under anesthesia for treatment and the relationship to the implanted devices cannot be conclusively determined. However, it is most likely related to the patient's advanced age, previous shoulder surgery which resulted in a periprosthetic fracture, and other comorbidities which may inhibit healthy bone structure, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no additional information available.